Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure failure". The patient's medical history included multigravida, parity 6, dysmenorrhea, menorrhagia and pelvic pain. Concomitant products included norethisterone acetate (aygestin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (transvaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the back pain, dyspareunia, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia and vaginal discharge to be related to essure. The reporter commented: laparoscopic bilateral tubal ligation on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure failure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, vaginal discharge, abdominal pain lot number: 646518 manufacturing date:2009-06 expiration date:2012-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure failure". The patient's medical history included multigravida, parity 6, dysmenorrhea, menorrhagia and pelvic pain. Concomitant products included norethisterone acetate (aygestin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (transvaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the back pain, dyspareunia, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia and vaginal discharge to be related to essure. The reporter commented: laparoscopic bilateral tubal ligation on (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure failure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, vaginal discharge, abdominal pain most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Reporter information, medical history, lot number, device removal details added. Removal surgery added for event back pain. Case category upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.